Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged by remains of a piece of soft rubber which prevented the flow of air and water from the endoscope. In addition, the adhesive on the bending section cover was worn, the light guide lens was chipped, there was play in the angulation knob and angulation was reduced, the top of switch one was worn, and the biopsy channel was preventively replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the air and water flow was weak. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged by remains of a piece of soft rubber. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on a patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed; however, the foreign material and cause of clogging in nozzle could not be further specified or presumed. To prevent recurrence of the suggested event, it is recommended that the user facility receive instruction/reinstruction on to handle device in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections b3 and b5.

Event description:
The customer provided additional information on 19sep2022: the event occurred on (B)(6) 2022, during a coloscopy and the procedure was completed with the subject device.